Manufacturer narrative:
Submit date: 07/14/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with gauze sponge. The customer reports receiving 9 pieces of gauze instead of 10.

Manufacturer narrative:
An investigation of the reported condition was performed. The device history record (DHR) review indicates that no issues were found in samples inspected from. A review of maintenance records, both corrective and preventive, and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed on time. There were no related process or material changes related to the reported condition for this product or describe changes that occurred. A review of the machine setup was conducted and there were no issues. There were no samples submitted with this complaint. The reported condition could not be confirmed. Complaint shall be reopened if a sample is received. Possible root cause may be the scale challenge for weight count was not set up correctly on the autobander. Added variables such as material variances could have contributed to a weight failure for the scale on the autobanders. Product originates from this plant and then goes to another source to be used. It is also possible that sponges could have been lost during the outside process. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Counts are performed as part of the inspection criteria for in process. This evaluation is performed at a tightened sample size for miscounts. A corrective and preventative action (CAPA) was initiated to address the miscount complaints for vistec products. During this CAPA, the off line banding equipment was discontinued. Reversal of the autobander trays were performed to tighten the bands. A compliant questionnaire was created for complaint analysis to ask specific questions to allow voice of the customer responses. This CAPA has been opened to optimize the autobander process. A rotation of stacked sponges will be removed from the process and validation activities will be performed. This CAPA is currently in the implementation stage. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response. Finished goods testing is currently being performed at a heighten level for products packaged using banded 10s for miscount. This heightened testing is performed to ensure containment for the reported condition.